Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tightness test failed. Summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: state of failure: pre-operational check ; flow sensor calibration. Affected component: consumable - tubing (is leaking). Failure effect: flow sensor calibration sequence is aborted and returns as unsuccessful. Root cause: problem with the connection tubing to the pressure sensor assembly and ambient valve from inspiratory valve. Correction: after replacing the tubings and performing all tests, device is working fine again. Please note that we modified our reporting strategy on march 15, 2023 and therefore we now assess this case as reportable.